Event description:
It was reported that an ilet insulin pump in a belt clip fell when the clip broke, and the device subsequently fractured in half when removed from its case, rendering the screen nonfunctional; a replacement ilet and belt clip were provided, and the user reverted to backup therapy, later noting intermittent loss of communication signal on the replacement. Symptoms included hyperglycemia with a reported blood glucose of 224 mg/dl. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy without hospitalization. Investigation included customer support assessment, verification of shipping and return logistics, and instructions for shutdown to prevent further alerts, with plans for quality assurance review of the returned device. Investigation of this case revealed mechanical damage to the pump enclosure and display assembly consistent with impact and screen bezel separation, with no alerts or alarms documented at the time of failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.